Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure detection tube is disconnected. There was no patient involvement when the issue occurred. No patient or user harm reported. During the startup, the customer reported that the device displayed an alarm: proximal pressure detection tube disconnected. A follow up was performed with the key market (km), and the responder reported that the hospital's equipment department reconnected the internal proximal pressure detection tube to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.